Event description:
It was reported that the patient experienced no stimulation sensation following exposure to airport security gate. Also it was noted that when the pt tried to turn the device back on with pt programmer all lights on the programmer stayed on. The pt was going to replace the 9v battery in the patient programmer. The switch position was assessed. This resolved the issue with the pt programmer. All three green lights were seen on review of the status lights on the pt programmer.

Manufacturer narrative:
(B) (4).